Event description:
The customer's parent called and reported that they believed the insulin pump was giving the patient too much insulin. Customer's blood glucose was running low and was 68 mg/dl at the time of the incident. Customer was treated with apple juice. Troubleshooting was performed. The drive support cap of the insulin pump appeared normal. Customer's reservoir showed the same amount of insulin as the status screen was showing. The displacement test was performed and passed. Troubleshooting was successful and found nothing wrong with the insulin pump itself and customer's parent felt comfortable with continuing to use the insulin pump. It was stated that supplies for testing performed would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.